Event description:
It was reported the patient's neurostimulator seemed to be shutting off for no reason. It was noted the sensor function was adjusted in (B)(6) 2013 by a manufacturer representative(rep) to help with the problem. It was logged that adjusting the sensor feature did not resolve the problem. It was reported the patient continued to feel as though he randomly lost therapy. It was noted that when he checked the patient programmer, he still saw the neurostimulator on icon but felt no stimulation. It was reported the issue started 6-8 weeks after the neurostimulator was implanted. It was noted the patient had no falls or trauma prior to the start of the problem. It was reported that all electrodes were within range at 1.5 v except for electrode 3, which was >20,000. It was noted the patient used group b which only had electrodes 12, 13, 14, and 15 active. It was reported the patient was going to turn off the adaptive stimulation feature to see whether the problem is resolved. Additional information received reported the number three contact was the only invalid contact after two impedance checks. It was logged that two impedance checks were done at this visit, no re-programming was done as the patient was very happy with their current programming at time of report. It was reported the cause of the issue was still undetermined. It was noted the patient was asked to run the device with sensor feature turned off "to see if that made any difference with the stem off he'd been having". It was logged the patient was very happy with therapy he was getting at the time of report and was receiving therapy at all the necessary areas. It was noted he was happy he'd gotten the implant and there were no issues with recharging.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).